Event description:
It was reported that the customer's insulin pump alarmed a button error. Customer stated she press escape, act and no response. The blood glucose reading was 132mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and liquid crystal display window, minor scratches on liquid crystal display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.